Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented in-clinic after receiving an alert through remote transmission, low out of range hv lead impedance was observed. Isometric arm movements did not change the impedance readings. Because the low impedance was a single event, the alert was cleared and no other action was performed. The lead remains implanted and active. The patient had no issues and was fine.